Event description:
Customer's mother reported customer (a child) received an inaccurately high reading on his freestyle freedom blood glucose meter as compared to a laboratory reading. Customer received a reading of "hi" (greater than 500 mg/dl) compared to a lab reading of 76 mg/dl within a 10-minute timeframe. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. Customer self-presented to a local ER where his blood glucose was obtained, he received a diagnosis of hypoglycemia and was given food to eat. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is completed. It should be noted: this meter does not give a numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl.